Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system separator 6 (sep6) and indigo system aspiration catheter 6 (cat6). During the procedure, the physician completed four passes using the sep6 and cat6. It was reported that the physician experienced resistance advancing the sep6 through the cat6. Subsequently, while removing the sep6 out from the cat6, the physician noticed the distal bulb of the sep6 had broken off under fluoroscopy. The physician, therefore, removed the cat6 and found the broken bulb of the sep6 upon flushing the cat6. The procedure was completed using a new sep6 and the same cat6. There was no report of an adverse effect to the patient.